Manufacturer narrative:
H6 correction/update: the device code a0705 is no longer applicable and was removed regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The specific underdosing symptoms experienced were unknown. The cause of the motor stall was not determined. The note section of the logs having indicated ¿battery depletion¿ was manually added by a healthcare provider for unknown reasons, and it was further clarified that there was neither a pump battery depletion nor elective replacement indicator (eri) that occurred. The patient received a replacement pump which solved the issue to their knowledge.

Event description:
Information was received from a foreign health care provider (for, hcp) regarding a patient receiving intrathecal morphine 10 mg/ml at 2.502 mg/day via an implantable pump. It was reported that the patient came to the emergency room (ER). The pump was giving a critical alarm since friday night but the patient felt normal. The pump showed a motor stall upon interrogation. The motor stall message had persisted over several programming sessions. The hcp tried to adjust several values. The patient was feeling a slight underdosing on sunday, so the hcp programmed a one-time bolus which made the patient feel better. However, the motor stall message changed to "motor stall > 48 hrs" on monday. The log entries did not show the motor stall anymore. The hcp stated that they had discharged the patient but advised the patient to call again if their therapy changed. The pump was implanted on (B)(6) 2024 and they were using morphine. It was also stated that the residual volume matched the predicted volume, indicating a correct function of the motor. Technical services advised that the hcp call again if the patient complained about any signs of underdosage. The hcp called again and the patient was now showing underdosage symptoms and was admitted to the hospital. It was stated that they would replace the pump soon. Additional information received via logs indicated that the following service codes were seen: code 232 [underdosing possible: pump motor is currently stopped. If this message appears repeatedly, or if an MRI has not been performed, contact medtronic for assistance.], code 234 [pump stopped for 50 hour(s) and 28 minute(s). If a pump is stopped for more than 48 hours, there is a risk of damage to the pump. Consider further tests to check the functionality of the pump. Contact medtronic for assistance]. On (B)(6) 2025, at 06:29 am, the logs showed a critical alarm where the pump stopped for more than 48 hours. The notes section also indicated battery depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: destructive analysis of the pump identified residue in the motor gear train. Analysis also identified residue on the gear pinion of the motor gear train. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was replaced. The pump was being returned to the manufacturer.